Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after post priming of an ophthalmic handpiece stopped working phacoemulsification and heard a noise. The procedure details and patient harm was not provided. Additional information has been requested.

Manufacturer narrative:
A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. As no issues in relation to nosie was found during testing, the root cause remains inconclusive. An internal investigation has been opened to address this issue. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).